Event description:
There was a generator error message. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.